Manufacturer narrative:
The autopulse li-ion battery in complaint was not returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed.

Event description:
It was reported that during shift check, the li-ion battery (sn: (B)(4)) performed two compression and stopped. The battery was illuminating two yellow leds when the status button was pressed. No patient involvement was reported.

Manufacturer narrative:
The customer reported complaint for discharged battery with amber led was confirmed; however, the complaint for the battery stopping after only performing two compressions was not confirmed during archive review and initial functional testing. Upon receipt, the battery displayed one amber led when status button was pressed. The archive review revealed improper battery management and charging practices contributed to the reported issue. The autopulse power system user guide states: "after every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery." A fully charged li-ion battery left in a zoll autopulse platform for an extended period of time will eventually discharge below its minimum operating voltage. A fully discharged battery will not display any led status lights and will fail charging. The customer reported issue of stopped compression resulted from improper battery management. The li-ion battery was not properly changed prior to use. No physical damaged was observed and one amber led were illuminated when the status button was pressed during visual inspection. The archive data revealed on (B)(6) 2017, the customer installed the battery into the autopulse platform and it remained in the autopulse platform for 12 days. The battery then recorded a preserved mode with possible one or more battery cells discharged below 2.0 volts. Battery voltage pack capacity during this period of time was about one amber led on the battery status check. From (B)(6) 2017 to (B)(6) 2017, similar events were recorded and battery was discharged with about one amber led on the battery status bar. The battery was last charged successfully on (B)(6) 2017 and was last inserted into the autopulse platform on (B)(6) 2017 without errors. From (B)(6) 2017 to the end of the archive, battery recorded seven in and out autopulse insertion events for about few seconds. The customer would insert the battery into the autopulse platform and pulled out right away for unknown reason. The battery capacity during this events was about one amber led. During functional testing the battery was inserted into a good known reference multi-chemistry charger (mcc) and the battery was charged successfully with four green leds. The battery was also tested in a known good autopulse platform using large resuscitation test fixture (lrtf) for about 36 minutes and the battery passed the test without errors.